Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 284 mg/dl. Troubleshooting was performed, and the insulin pump was programming correctly. The high pressure test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.